Event description:
It was reported that 3 bd micro-fine¿+ pen needles cannula broke off. The following information was provided by the initial reporter: the staff of the second affiliated (B)(6) medical university assisted the patient to report. The customer bought 14 pen needles in the second affiliated (B)(6) medical university. When using it, the customer found that the needle was broken in the insulin pen. It has already happened three times.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.